Event description:
It was reported the patient¿s pump was implanted on their back side and that the pump was loose in the pocket and causing the patient pain. It was noted the patient no longer used the device and that the health care provider may explant it. The device system was used to administer morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).